Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a nurse programmed a cadd®-solis hpca ambulatory infusion pump incorrectly, and the patient expired. The patient had been placed in palliative homecare treatment on (B)(6) 2017. On may (B)(6) 2017, the nurse attending the patient programmed the pump for infusion of oxynorm. While programming the pump, the nurse made an error and confused the unit ml for mg for the concentration parameter. The nurse contacted the supplier to verify the new programming, but it is noted that "the check hasn't been done". On (B)(6) 2017, the homecare company was informed that the patient expired. The nurse then informed the homecare company that she had made a programming mistake. Additional information regarding the event and cause of death has been requested, but not yet received.

Manufacturer narrative:
One cadd®-solis hpca ambulatory infusion pump was received for investigation. A visual inspection of the device found the pump to be in good condition. The customer's reported problem was verified. The pump's event log indicated that the concentration parameter was set to mg instead of ml on (B)(6) 2017. The event history log showed that the pump started infusing on (B)(6) 2017 at 4:30pm and didn't stop on (B)(6) 2017 at 2:45pm. Functional tests were performed and showed the device operated within specification. The complaint was confirmed. The root cause was determined to be a use issue, as reported.